Event description:
St jude rec'd a death certificate listing ventricular tachycardia as the immediate cause of death due to or as a consequence of congestive heart failure and coronary artery disease. No details regarding cause of death were attainable from the physician. Co is reporting the death because they have neither the device nor any associated data or electrograms which would enable them to conclude that the device did not relate to the death.